Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended, and no adverse patient effects were reported. This device remains in service. Additional information was received that the device was explanted and a new device was implanted. The previous device is expected to be returned. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
Creating an 'additional information' supplemental as the device was explanted and replaced. The device is expected to be returned.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended, and no adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.